Event description:
A polaris valve was implanted in a patient at the pressure 150 mmh2o. On april 17, the doctor attempted to change the pressure setting to 70 mmh2o but failed. The doctor removed the valve and implanted another valve. After removing the valve, the doctor retried to change the pressure setting but failed again. The doctor request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 05/10/2007. Results of analysis will be developed in a follow-up report.